Event description:
The customer reported to olympus, the zoom lever of the evis lusera colonovideoscope did not work. Inspection and testing of the returned device found there was foreign matter in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found that due to wear of the angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of the up/down knob is out of the standard value. Adhesive on the distal end has a chip. Due to clogging of the nozzle, water removal ability does not meet standard value. The electrical connector, the objective lens, the control unit and the light-guide lens have discoloration. The electrical-connector has discoloration due to water leakage. Due to damage on the charge-coupled device unit, the image has white dots. Due to damage on zoom (ccd), zoom does not work smoothly. Paint on suction-cylinder is peeled. The scope-connector has corrosion. Lastly, the plastic distal end cover, the connecting tube, the protector of universal cord on control section side, the image guide protector, the scope connector cover unit, the lock engagement lever, the lock engagement knob, the right/left knob, the scope cover, the scope connector, the universal cord, the grip, the control unit, and the flexibility adjustment ring were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.